Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing distal adhesive (ke45) at forceps cover, pink probe rubber missing glue and light guide lens has scratches on cement traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service center indicates that distal end has missing adhesive (ke45) at forceps cover, pink probe rubber is missing glue and the light guide lens has scratches on cement was found. There was no patient involvement.